Event description:
It was reported that post-implant, loss of capture and inadequate capture were noted on the right ventricular (rv) lead. A fluoroscopy was performed showing the rv lead to be in the same position, consequently, a micro dislodgement was suspected. The rv lead was explanted, and an active fixation lead was implanted without any incidence. The patient was stable and asymptomatic for the duration, before during, and post-procedure.